Event description:
Procedure: exploratory lap. Attempted to fire the instrument on the stomach while holding down the black release button. After he "fired" the device he then transected the tissue. When the device was released no staples had been applied to the tissue. The surgeon had to hand sew the stomach. The patient is currently ok.